Event description:
Tried pulling the string but only a few threads came out, while the rest could not be removed- vagina [foreign body in reproductive tract], tried pulling the string but only a few threads came out- tampax [complication of device removal], lint shedding...only a few threads came out- tampax [device breakage]. Case narrative: consumer reported via phone that the tampon was shedding and unable to be removed fully. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tried pulling the string but only a few threads came out, while the rest could not be removed- vagina [foreign body in reproductive tract]. Tried pulling the string but only a few threads came out- tampax [complication of device removal]. Lint shedding. Only a few threads came out- tampax [device breakage]. Case narrative: consumer reported via phone that the tampon was shedding and unable to be removed fully. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.